Event description:
Customer reported on a failure to detach a bravo capsule. Once the capsule was attached, the doctor pressed the plunger, but the capsule did not detach from the delivery system. Then they had no choice, but to pull the capsule and delivery system from the patient's esophagus. No injury caused to the pt.

Manufacturer narrative:
No pt injury has occurred following this incident.